Event description:
The hub of a vita brite tip guiding catheter was determined to be loose prior to being used on a patient. The catheter had been pulled from the packaging by the hub. Another catheter was used to complete the procedure. Additional information will be submitted within 30 days of receipt.